Event description:
It was reported that the tips of 4 denali torque limiting shaft fractured intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully. This report captures the first of the four torque limiting shafts.

Manufacturer narrative:
Visual inspection: tip of of the device was confirmed to be deformed. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, similar complaints were identified. Upon correspondence with rep, it was communicated that the device was used during removal. The denali surgical technique advises against exceeding the recommended torque limit, as it can cause damage to the instrument and implant. The denali torque limiting shaft is meant to be used for final tightening of set screws, not removal- which likely exceeded the sustainable torque limit. A set screw removal wrench is included in the set to aid in set screw removal.

Event description:
It was reported that the tips of 4 denali torque limiting shaft fractured intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully. This report captures the first of the four torque limiting shafts.